Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 253 mg/dl to 55 mg/dl at the time of the call. The customer used juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the insulin pump over delivered. Customer reported issues with highs of 300 mg/dl or higher since (B)(6) 2017. The customer experienced symptoms of highs such as abdominal pain and fatigue. Troubleshooting was completed for the highs. The reservoir will not be returned for analysis.